Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue identified that required full analysis.

Event description:
It was reported that the patient's system was removed due to a bacteremia infection. No further patient complications have been repo rted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.